Event description:
It was reported that the ins battery depletion was premature. When the patient last met with her doctor, they said her battery was 28-47% used and it had only been a year. The patient's battery was depleting faster than she thought it would. It was discussed longevity depends on paramters and settings. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the device was removed since it was ¿not working¿ and the patient needed an MRI. It was unknown if the initial allegation against the battery depletion was a contributing factor to the removal of the device. The patient outcome of the removal was not known. Refer to manufacturer report #3004209178-2013-08445 for information regarding the device ¿not working¿ and MRI.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v850462, implanted: (B)(6) 2012, product type lead. (B)(4).